Event description:
During an unknown procedure using the 72202468 fast-fix 360 curved ndl delivery sys, it was reported that the t2 implant did not deploy. The doctor recently converted from ultra to 360. Surgeon is proficient with both the ultra & 360. The implant was disposed of and is not available for analysis. Follow up received. The procedure was a meniscal repair. The case was completed successfully with a backup device and with no delay. No t implants were left behind unsupported..

Manufacturer narrative:
Evaluation of the fast-fix 360 curved ndl delivery sys was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).